Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (B)(6) into a type 1 bicsupid valve that was markedly calcified, a pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. The valve was implanted in the correct position however was under-expanded. A few seconds after release from the delivery catheter system (dcs), the valve dislodged and occluded the right coronary artery. The valve was captured with a gooseneck snare and moved to the ascending aorta. A second valve (B)(6) was implanted in the correct position. A post bav was performed with a 25 mm balloon and then again with a 28 mm balloon. It was reported that the patient was borderline between a 29 and 34 mm valve. No additional adverse patient effects were reported. Additional information was received that following the second valve implant, moderate paravalvular leak (pvl) and under-expansion was noted which required the two post bav. Following the bav, trace pvl remained.